Event description:
Patient's family member called alleging that the meter does not power on. Family member does not know much about the issue or incident: family member is unable/unwilling to answer the following: if patient experienced any symptoms. The last time the test was taken on the meter, if patient experienced any symptoms at the time of testing if patient received any treatment. Patient did contact the md for advice. Customer service verified that the patient was using the correct test strips and had patient insert a test strip in the meter and there was no power. By pressing the m button the meter does power on. Customer service was unable to resolve the issue and sent patient replacement products.